Event description:
This patient experienced a fall. Post fall, noise on the associated lead resulted in inappropriate shocks and this device registered eos. Should additional information become available, this event will be updated.